Event description:
Customer reported, the system is displaying all white images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a ribbon cable and calibrated the system. System operates as intended.